Manufacturer narrative:
Updated fields: b4,d8, d9, g1 g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. 29 oct 2024: visited site and checked unit. It is producing system failure error. Need drive manifold and transducer for further diagnose. Handed over as it is to user. 07-11-2024: visited the site and checked the machine. Observed that machine showing system failure error. Reset the connections of main board & datasets and resolved the system failure error. Observed that now machine showing electrical test fails code #52. Replaced the drive pressure transducer (d682-00-0076-01) with new one and rectified the error. Run the machine on testing iab and observed machine getting off during testing. Power supply assembly of the device was suspected faulty. Visited the site on 24-12-2024 replaced the defective power supply assembly (d014-00-0033e05) with new one and rectified the fault. Device passed the all performance and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.

Manufacturer narrative:
Corrected field: h6 (component codes). Updated fields: b4, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check performed by field service engineer , the cs300 intra-aortic balloon pump (iabp) is displaying system failure error. There was no patient involvement reported .